Event description:
Consumer called because, her daughter required physician intervention to remove the tampon. The physician had to "snip" her hymen in order to remove the tampon.

Manufacturer narrative:
Procter & gamble (p&g) is submitting this report only because, it believes an event that meets the requirements of 21 cfr part 803 may have occurred. This does not mean that p&g may be defective or has malfunctioned, or that a tampax product was in fact associated with an actual consumer injury. Consequently, this report must not be construed as an admission of any kind by p&g.